Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 05apr2021, was conducted. The review confirmed that no manufacturing nonconformances or production related failures were identified that correlate with the customer reported issue. The report of drawer 01, 02, 13 are not being detected was confirmed during fse testing and subsequently confirmed in the dchu testing process. According to work order wo: (B)(4) the fse reported that it was found that controller cards were not responsive. The fse replaced two controller cards and contacted cubex to configure drawers. The report was closed. During dchu visual inspection: p/n 151730-21: s/n (B)(6): the part was in good condition with no signs of fluid ingress, thermal damage or any loose, missing or broken components. S/n (B)(6): the laboratory inspection confirmed that the pcba pmc pyxis mini fw1-12 had thermal damage in component u501. During dchu testing: p/n 151730-21: s/n (B)(6): was evaluated on an esd protected surface using a calibrated digital multimeter (dmm). It was found a faulty diode d501. S/n (B)(6): no further laboratory testing was required due to the thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the reported drawer 01, 02, 13 are not being detected issue was attributed to a faulty pcba pmc pyxis mini fw1 12 due to the thermal damage on the component u501 resulting from an electrical failure. Additionally, it was found a faulty diode d501 on the other pcba pmc pyxis mini fw1-12. Both defective boards are consistent with the reported failure mode.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers 01, 02, and 13 were not detected by the station. As per the part investigation, it was determined that the pcba pmc pyxis mini fw1-12 was faulty due to thermal damage to component u501 resulting from an electrical failure. However, there were no delays or adverse events or injuries reported based on this event.